Event description:
"Prior to insertion the doctor could not tightly secure the catheter to the port. After implanted for two days, doctor removed the port, and noticed that there was a leak around the connector."